Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) could not be reviewed as a serial number was not provided. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective or preventative actions apply to this case. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
It was reported via the implant patient registry that this patient with a 21mm edwards valve implanted in the aortic position underwent a valve in valve procedure after an implant duration of approximately 13 years and 3 months. A 23mm valve was implanted within the disabled edwards valve through transfemoral approach. No other information was provided.

Event description:
It was reported via the implant patient registry that this patient with a 21mm valve implanted in the aortic position underwent a valve-in-valve procedure due to degeneration leading to regurgitation secondary to a leaflet torn after an implant duration of approximately 13 years and three (3) months. The leaflet torn was detected on echo observing the rupture of one of the leaflets from the base of the ring. A 23mm transcatheter valve was implanted successfully within the disabled edwards valve through transfemoral approach. Patient was stable at the last check up.